Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the display was frozen on the low power alert screen. The customer was unable to resolve the issue as the pump shut down due to customer not charging the pump. There was no known impact to the customer's blood glucose. The customer reported that when the pump turned back on after being charged, the touch screen was responsive.